Event description:
It was reported that within a few days of implant, the right ventricular (rv) lead exhibited high thresholds. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products 4574 implantable pacing lead - 2013 (B)(6). (B)(4).